Manufacturer narrative:
Concomitant medical products: product ID: etlw1613c124e, serial/lot #: (B)(4), ubd: 11-nov-2017, UDI#: (B)(4); product ID: unknown, endurant limb, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56 mm diameter abdominal aortic aneurysm. 6 heli-fx endoanchors were also implanted prophylactically for prevention of neck dilation. It was reported that occlusion of the left stent graft limb was noted on approximately 10 weeks post implant, with symptoms of bilateral leg claudication. The patient was hospitalized and a left to right fem-fem bypass was carried out, which resolved the event. The investigator assessed the event as related to the index procedure, not related to the devices. The sponsor assessed the event as not related to the study procedure or the endoanchors. No additional clinical sequelae were reported and the patient is fine.